Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the distributor to determine if the complaint rd900 neopuff caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an rd900 neopuff infant resuscitator had a broken gas inlet connection pipe and was leaking gas. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff was not returned to fisher & paykel healthcare for evaluation. Photographs of the complaint unit were provided by the customer, which were visually inspected. Results: visual inspection of the received photographs revealed that the gas inlet port was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A distributor in saudi arabia reported via a fisher & paykel healthcare (f&p) field representative that an rd900 neopuff infant resuscitator had a broken gas inlet connection pipe and was leaking gas. There was no reported patient involvement.